Manufacturer narrative:
On 22 june 2016 it was prepared a final report with the information already submitted in the initial report. On 22 july 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On (B)(6) 2016 the (B)(6) performed a clinical evaluation and commented as follows: femoral stem loosening at 3 years in uncemented tha. Diffused radiolucencies lead to think that mobilization was progressive but causes cannot be determined. According to report, as it was to be expected, the stem was easy to remove and this shows lack of osseointegration. No reports on patient allergy or suspected infections. No reason to think that the device was faulty. Batch review performed on 20 april 2016. Lot 130048: (B)(4) items manufactured and released on 13 march 2013. Expiration date: 2018-02-28. No anomalies found related to the problem. To date, all items of this lot have been already sold without any similar reported event.

Event description:
Mobilization of the stem. Revision surgery scheduled.